Event description:
Spontaneous call from pt's father. Pump alarming with error '1630' could not trouble shoot, sn# (B)(4). Sending replacement pump and malfunctioning pump will be returned. Pt switched to back up pump with no lapse in therapy or slide effects. No other info known. Dose or amount: 30nkm at time of ade, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.